Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown however it was replaced within 6 months. According to the complainant, when the device was removed, the internal bolster was detached. There were no patient complications reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown however it was replaced within 6 months. According to the complainant, when the device was removed, the internal bolster was detached. There were no patient complications reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: a visual examination of the returned device revealed that molded internal bolster detached from the tube. Remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. Additionally, the internal bolster detached section did not present any visual damage. It is most likely that procedural factors encountered during the replacement of the device could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors, also too much force applied to remove the gastrostomy tube during replacement could have contributed with the event. Based on the information available and the analysis performed the investigation conclusion code for the complaint event will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and no anomalies were found.